Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. There was no reported adverse impact.